Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the screws were difficult to insert. The shell was reset, the screws were tried again and the same issue occurred. After the second try one of the screws could no longer be removed. The shell was implanted using different screws.